Event description:
Uf called resmed corp. Customer service department and reported that the unit "flamed out".

Manufacturer narrative:
Device is within the serial number range of a current resmed recall. Upon examination, the device was confirmed to have the ac connector problem, the reason for the recall.